Event description:
It was reported as part of a clinical study a femoral head/neck fragment collapse with lag/compression screw irritating iliotibial band. Minimal noninvasive cortisone injection of iliotibial band bursi performed.

Manufacturer narrative:
.